Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the item cracked at the base spilling medicine. Per additional information received, the medication was a pneumococcal vaccine. They replaced the item and was able to deliver the vaccine.

Manufacturer narrative:
An unused sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon evaluation of the sample, the reported issue was confirmed; the hub was cracked/broken. Based on the investigation, the root cause could not be determined at this time. A corrective action is not applicable at this time. The following sections were corrected or completed: section d1 brand name: magellan. Section d3 manufacturer name: cardinal health, inc. Section d4 unique identifier (UDI) #: (B)(4). Section g4 PMA/510(k)number: k012736.